Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to loss of capture caused by the initial positioning. No additional adverse patient effects were reported.